Event description:
The customer called to report that she no longer trusts the insulin pump. The customer stated that she has been having problems with it for over six months, and feels that it is not delivering insulin accurately. The customer was very frustrated with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.